Manufacturer narrative:
The device was returned to olympus for inspection and the following malfunctions were found: distal fiber breakage, dents on the objective frame, minor stains on the light guide cover lens, minor cracks on the video connector, and the image check was out of field of view (fov). A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunctions: component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited distal fiber breakage, dents on the objective frame, minor stains on the light guide cover lens, minor cracks on the video connector, and the image check was out of field of view (fov). There was no patient involvement.